Event description:
The customer reported that the blood sampling valve (bsv) of the beckman coulter hmx autoloader was leaking (approx 1ml) and that the rinse block had a jerky movement. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed that the bsv probe was bent causing the rinse block to bind and leak. The leaking was remediated once the fse replaced the bsv and the bsv actuator. There was no further evidence of leaking. Root cause for the leak was a bent bsv probe. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).